Event description:
The manufacturer received information alleging related to a CPAP device's sound abatement foam. The patient alleges to have headaches and cough no longer sleeps at all. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.